Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A imp,tsv,4.1,13,mtx,mg (tsvt4b13) was returned for investigation along with the bundled mount and screw. Visual evaluation of the as returned product identified a fracture of the mount at the hex and slight damage to the top (collar/micro grooves) of implant possibly due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing patient factors are not relevant to the reported event. The reported device location is unknown and was used during placement. DHR review was completed for the subject lot number (1229376). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1229376) for similar event and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that upon placement the fixture mount fractured inside the implant (tsvt4b13); as a result, internal implant hex was damaged. Implant was removed and procedure was completed using another implant.